Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that not on bus issues on multiple auxiliary units. A field service engineer executed an application repair that necessitated a system reboot. After the reboot, ipv6 was disabled on both network adapters. Another reboot was performed, and upon startup, all errors were resolved, allowing access to the medication. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system device not detected on bus. A customer has indicated that a slight delay has occurred due to the procurement of medications from alternative locations and pharmacies. There were no adverse events or injuries reported based on this event.